Event description:
It was reported to boston scientific corporation in 2007, that an endoscopic retrograde cholangeopancreatography was performed using a trapezoid rx lithotripter device. According to the complainant, "a metal stylet in the handle that facilitates the opening and closing of the basket snapped in half." The physician reportedly proceeded to cut the handle off the device, then connected the catheter pull wire to a mechanical lithotripter (unknown manufacturer/device name). The wire then broke "leaving the basket stuck in the duct." Additional information received indicated that there "was just enough wire sticking out of the patient's mouth for the doctor to manipulate the device out of the patient and complete the procedure by removing the basket." "The tip of the basket did not break [off]." The patient's condition after the procedure, was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. The relationship between the device and the event is undetermined. A device history record review, device evaluation, and product family complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.